Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 1.8, lab: 6.7 (next day) mean: 4.25, confidence limits: 2.4-6.1, per internal procedure, the mean of the inratio meter, and comparative system inr were calculated. Inratio value was outside the confidence limits for inr testing. The time interval between tests was > 3 hours. The comparison was considered invalid. Per text " next day morning, today, he was taken to the hospital due to severe nose bleed. The inr was reported at 6.7, and vitamin k given" this is adverse event case. Products will be tested when returned.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: in 2007, inratio: 1.8, lab: 6.7 (next day). Patient was given vitamin k. This is adverse event case.